Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6). Product is no longer available to be returned.

Event description:
It was reported that the cannula housing unlocked and detached from the connector/base plate of the infusion set. The caller alleged that this occurred 6-7 times with two different boxes of infusion sets.